Event description:
I own two philips dreamstation auto-CPAP machines, and one dreamstation go auto-CPAP machines. I have severe sleep apnea and require these machines to avoid a heart attack and death. I have discovered today that philips has decided to make some kind of "lazy recall" of these defective devices. They announced a recall but there is no way to register the defective machine with them. (This is stupid anyway; the machines generally require use of the philips dreammapper app on a computer or iphone, and they have all the owner registration details already). If these machines are dangerous and being recalled I need my machines replaced. The philips "press release" says "the benefit of continued usage of these therapy devices may outweigh the risks identified in the recall notification" is absurd in the extreme. I'm supposed to choose between cancer or a heart attack? This is being horribly handled. Time to protect the consumers. These are medical devices. FDA safety report ID # (B)(4).